Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed differential sample line was leaking at the connection with fitting (ff240) and replaced it to resolve the issue. The fse performed incidental services and replaced both differential lyse and preserve check valves coming from quick disconnect (qd7). The fse also performed a multi transducer module (mtm) optimization for latron. Failure mode was attributed to a differential sample line. (B)(4).

Event description:
The customer reported that a small amount of differential preserve leaked from the unicel dxh 800 coulter cellular analysis system differential sample line at the connection with fitting (ff240). The leak was contained within in the instrument. Customer did not review the material safety data sheet (msds). There was no biohazard exposure to mucous membranes or open wounds. No injuries or direct exposure were reported as a result of this incident. No erroneous patient results were generated in connection with this event.